Event description:
It was reported by the clinician that on three instances, the catheters bent/broke near the luer lock connection. Additional information received 01/29/09 stated during three separate instances when the physician was pulling back on the syringe, the luer lock "popped off" the end of the catheter. There were no pt complications reported. No further details of the events are available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.